Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Reference report 3004485144-2017-00107. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two pedicle screws broke post-operatively. One week after being implanted, the patient had pain and two broken screws were found. A revision surgery was performed to remove the two broken screws. Additionally, the associated rod and two closure tops were removed. This is report two of two for this event.

Manufacturer narrative:
The returned screws were evaluated. They were found to have been disassembled, the swivels were not fully seated, and one of the splines on each of the screw shafts had sheared off. The cause is attributed to installation wherein high force was placed on the screws. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.